Event description:
It was reported that one package of 8 urinary catheters contained shredded paper (lot#mygv4245- occurence-3), (lot#mygy4017, occurence-3), (lot#myhw3462, occurence-1), (lot#myht0905, occurence-1) and one product exhibited air leakage (lot#mygv4245- occurence-1).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.